Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to diabetic ketoacidosis and it was addressed with a bolus via the pump. Reportedly, the customer was on their menstrual cycle and believed the hormonal changed caused an increase in blood glucose (bg) levels. The exact bg level was not provided. The customer was treated with insulin drip and vitamins. It was noted that the customer was released from the hospital on (B)(6) 2016.